Event description:
Rptr indicated a sys diagnostics test at the office visit resulted in high lead impedance reading indicating a possible device malfunction. X-rays reviewed by MFR did not reveal any obvious lead discontinuities. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Ap x-ray views of neck and chest evaluated by MFR. No obvious lead discontinuities noted. A device malfunction is suspected, but did not cause or contribute to a serious injury or death.